Event description:
The customer reported that the system gave a communication error.

Manufacturer narrative:
(B) (4). The ge service rep removed the damaged e-stop assembly from the front of the table. He tested the system of all functions. The system runs as intended.